Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal compounded baclofen 600 mcg/ml (dose 240 mcg/day) via an implanted pump. The patient's medical history included spasticity related to traumatic brain injury. On (B)(6) 2015, the pump motor stall occurred without recovery. The pump was alarming but the patient did not realize the alarm was coming from the pump until his symptoms returned. On (B)(6) 2015, the patient experienced a return of spasticity. The patient then went to see his managing physician when the motor stall without recovery was noted when the pump was interrogated. The pump's eri (elective replacement indicator) was 5 months and the patient had not been exposed to MRI (magnetic resonance imaging). The patient was admitted (to a hospital) for medical management. The patient was provided oral baclofen and IV (intravenous) valium (treatment medications). On (B)(6) 2015, the pump was explanted and replaced. The patient's status at the time of this report was alive - no injury. Additional information was received from the physician's office who indicated that the start date of the compounded baclofen intrathecal was 2010 and was ongoing. The cause of the motor stall and return of the spasticity was not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.